Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The spleen rupture is possibly related to the autopulse device. The spleen is located above the stomach in the left upper quadrant of the abdomen, and is protected under the ribcage. A spleen may rupture due to: injury to the left side of the body, or an enlarged spleen. An enlarged spleen can be caused by various underlying problems, such as mononucleosis and other infections, liver disease, and blood cancers, and the spleen becomes enlarged when blood cells accumulated in it. In this case, reporter did not notice any malalignment of the device. No bruise on the skin and no rib fracture was observed; however, connection of the reported injury to the device could not be ruled out. Spleen rupture, although a rare event, is not unexpected for both manual and mechanical CPR. Rib fracture, liver lacerations, hemothorax, are expected adverse event for both manual and mechanical cprs. According to 12 different published reports standard manual CPR complications occur at rates of 33% for rib fracture, 2.40% for liver injury and 2.60 for pneumo-thorax. These rates are comparable to rates with the use of autopulse. Large randomized clinical trials (circ, linc) showed no difference in the event rate for rib fracture between the manual compression arms and the mechanical compression arms. The safety monitoring boards for both studies determined there was no new risks identified and no risk concerns with the trials. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The recently released guidelines 2005 deliver a similar message, "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Rib fractures and other injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death.

Event description:
The hospital personnel reported that the patient (hospitalized for an unspecified reason) suffered a cardiac arrest and immediately received manual CPR for 2 minutes. Following this, the patient received continuous compression using the autopulse platform ((B)(4)) for an unspecified amount of time, eventually achieving a return of spontaneous circulation (rosc). It was further reported that at an unspecified time, the patient expired. A computed tomography (CT) scan showed that the patient suffered a ruptured spleen causing the patient outcome. The reporter noted the following: the platform operated as intended without any observed issue/error message, the patient was properly aligned on the platform, and the hospital personnel who attended to the patient were all properly trained with the autopulse.

Manufacturer narrative:
Correction to the field. The check box next to the "product problem" was inadvertently checked. Correction to the field. Updating "outcomes attributed to adverse event"

Manufacturer narrative:
No functional issue was observed during evaluation of the autopulse platform (sn (B)(4)). The platform was tested using good known autopulse li-ion batteries and a large resuscitation test fixture and operated with continuous compression without issue. The platform was further tested including a load characterization check and passed all specification. Review of the archive data found no issue around the reported event date. The platform performed 470 compressions for 6 minutes and 13 seconds on a medium sized patient. The autopulse platform is a reusable device and was manufactured on 08 jun 2011. It has exceeded its expected service life of 5 years. As part of routine service during testing, examination found physical damages and the brake gap was out of specification. These observations are unrelated to the customer reported event. After the damaged parts were replaced and the brake gap was readjusted to specification, the platform was further tested and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse platform with serial number (B)(4).